Event description:
Clinic notes were received indicating that the vns patient¿s generator was protruding and the edge of the generator was visible through the skin. It was noted that the patient¿s device was more medial than typical generator placement. As result, the patient was experiencing discomfort at the generator site. Follow-up revealed that the patient¿s discomfort was present for years. Patient trauma is not believed to have caused or contributed to the protrusion and discomfort. The patient underwent generator replacement surgery on (B)(6) 2014 due to near end of service. The replacement generator was implant deeper and more lateral. The replacement procedure did not occur to prevent a serious injury to the patient.